Event description:
Pts were tested on the suspect device with an inr result over 8. Labs inrs were between 3 and 5. Controls were in range. The dr took the pts off coumadin. The device was replaced and requested to be returned for eval.